Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h6: additional device code. H11 corrected data: h6: patient code is only 2687 for foreign body only, disregard 3191. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was revising a patient with expedium 5.5 implants (construct bilaterally from t11-pelvis) originally implanted on (B)(6) 2018. The patient suffered from pseudoarthrosis, with the appearance of pedicle screws loosening at t11 and l1 (bilaterally), s1 (right pedicle) and bilateral s2 iliac bolts. The set screws at l5, s1 and the iliac screw on the patient's left side loosened, and the s1 set screw had become dislodged from the polyaxial head. The surgeon removed the t11 and l1 pedicle screw bilaterally and replaced each with 7.5 x 45mm screw. Before placing the new pedicle screw, the surgeon tapped the original screw trajectory the full length of the new screw (45mm) with a 7mm tap and placed the new screws successfully. The surgeons then removed the s1 pedicle screw on the right side (7.5 x 45mm screw). The surgeon felt the pathway of the removed screw and used the pedicle probe to further cannulate s1 (r) to the anterior cortex at 50mm and determined it would be replaced with an 8.0 x 50mm screw for adequate purchase. They then used an 8.0mm tap to tap the full length of the screw, 50mm and confirmed the depth with a ball tip probe. When they inserted the screw, the tip of the t20 quick-connect driver broke off in the recess of the polyaxial screw before the surgeon could fully seat the implant. With the broken tip lodged in the screw, they did not have an option to re-engage the implant and had to leave the screw approximately 5 mm proud of the intended implant position. This later affected rod placement and the s1 screw's (r) polyaxial head did not align with the rest of the construct. The surgeon placed an iliac connector to correct for the proud s1 screw. Fragments were generated with the tip of the t20 driver could not be dislogned from the implant. The procedure was successfully completed. There is a surgical delay of ten (10) minutes. The patient status is unknown. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown). Unknown setscrew (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. The viper universal poly driver (p/n: 279712400, lot #: mi65846) was returned and received at us cq. The visual inspection of the received device indicated that the distal tip (derive feature) of the t20 driver shaft component was broken off. The broken distal tip was not returned for the investigation. The overall complaint condition was confirmed for the received device as the device distal tip was broken off. The embedded device condition was not confirmed as there were no relevant images or x-rays were provided. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi65846 was released in a single batch. Batch1: lot were released on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.